Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) for elevated blood glucose (bg) levels in the low 400's (mg/dl) and trace levels of ketones. Reportedly, the physician believed that the customer may have experienced diabetic ketoacidosis. Customer was still in the hospital at the time of the original call and reported that they were being treated with subcutaneous insulin. Customer reported that their bg level decreased to 120 (mg/dl) and they were feeling better. During a follow up call on (B)(6) 2016, customer declined to perform troubleshooting for the pump, and did not share any additional information regarding the reported event.